Event description:
Customer reported ats sending numerous print requests to the cic, requiring a renoot of the unit on oder to clear. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.